Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced multiple incidents of elevated blood glucose (bg) levels (average range 300 mg/dl). The customer would change infusion set site and drink water to stabilize bg levels. It was reported that the customer was possibly using supplies past labeling. However, it was not confirmed. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.